Event description:
The user facility alleges two incidents of blood exposure. One event allegedly involved exposure to the clinician's face; the other event involved alleged exposure in a clinician's eye. No event details are available from the user facility. No injury to clinicians for either event.